Event description:
The patient was traveling and the stimulation was turning off. The stimulation turned off after the patient got a massage with a vibrator. The patient did not have the programmer with her. Further information is being requested from the hcp.